Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reports date of incident occurred "3 months ago." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction on day 7 of wear of the adc freestyle libre sensor. Furthermore, the customer described symptoms of redness at the sensor site having been prescribed locoid (hydrocortisone butyrate 0.1%) cream 3 months ago by their hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch ( (B)(4)) and no issues were observed. The adhesive was returned and observed that it had not come off. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported an allergic skin reaction on day 7 of wear of the adc freestyle libre sensor. Furthermore, the customer described symptoms of redness at the sensor site having been prescribed locoid (hydrocortisone butyrate 0.1%) cream 3 months ago by their hcp for treatment. There was no report of death or permanent injury associated with this event.